Event description:
Patient was revised due to painful left knee. Loosening of the tibial component and slight polywear of the patella and insert were present.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the reported product lot numbers. The investigation could not verify or draw any conclusions about the root cause of the reported pain, loosening and polythylene wear. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed.